Event description:
It was reported that a revision was performed due to pain.

Manufacturer narrative:
The affected devices were returned and evaluated. The returned journey uni tibial base was examined visually and microscopically. The purpose of this investigation was to determine the cause for the loosening of the tibial base. The deuce femoral component had no remarkable features and the appearance of the remaining cement on the grit blasted surface indicates the femoral was fixed to the host bone. The polyethylene tibial insert had a wear patch that was mostly centered and had signs of typical adhesive and abrasive wear. The abrasive wear was likely the result of debris generated by the reported loosening. The uni tibial base had no remarkable features and cement remained over most of the fixation surface. The appearance of the cement indicates it was fixed to the host bone. The returned components showed no features that would have contributed to the reported tibial base loosening. Safety affairs will continue to monitor this device/ failure mode for future complaints and investigate as necessary.